Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a procedure using the suture. Five days post operatively, the patient experienced an allergic reaction. The patients lips were swollen, there were blisters, and some infection. The patient was prescribed antibiotics. There were three additional allergic reactions.